Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove and inspect the cartridge and its o-ring, which was confirmed to be in place and undamaged. The customer also cleaned the pneumatic tap area and attempted to reload the cartridge, but was unsuccessful. Technical support assisted with a new cartridge fill and referred the customer to customer support for further troubleshooting.